Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or non conformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He traced the failure back to false contacts on the stirrer motor.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to the stirring mechanism during service. There was no patient involvement.